Manufacturer narrative:
Age of device: 10 months and 15 days. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for new driveline fault on (B)(6) 2018. This is the patient¿s second pump, the first pump was exchanged and returned. This exchange was previously reported on 2916596-2017-01813. It was noted that there was an abnormality at the driveline directly near the patient's current pump. X-rays confirm patient has broken conductor in phase a and in phase b. Patient plans to go through with a device exchange because of the concerning driveline. No additional information has been provided.

Manufacturer narrative:
Section a4, b5, d1, d4, d6, d7, d11, g3, h4: additional information. Device evaluation: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline (dl) wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal end of the dl was returned in two segments; a 9.5¿ middle segment and the 26.5¿ distal end. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and bend relief were returned disconnected from the outflow elbow. The bend relief collar was returned disengaged. The outflow elbow was returned secured to the pump¿s outlet port, with a cap over its distal end. Evaluation of the outflow graft and outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. Approximately 2¿ of driveline was returned attached to the pump housing. No tears to the outer jacket were identified. Upon removal of the silicone jacket, visual examination revealed that the clear bionate and metal braided shield were displaced approximately 1¿ from the nipple of the pump housing, which appears consistent with the evaluation of the submitted x-ray images. The brown and green wires were found to be fractured in this location. Upon removal of the bionate and metal shield, visual examination of the remainder of the wires was unremarkable, however while removing the insulation of the end of the black wire for testing, the internal wire strands fractured. The wires appeared to have suffered internal damage before analysis without damage to the outer jacket, and the remainder of the leads fractured upon normal force exertion during testing. The remaining three internal wires were continuity tested, and the red wire failed to conduct within acceptable resistance range, with the remaining wires passing. The red was able to pass with manipulation, indicating that the inner conductors were fractured. The damage to each wire appears consistent with fatigue due to repetitive flexing. The red wire redundantly supports motor phase 3, the brown and black wires redundantly support motor phase 2 and the green wire redundantly supports motor phase 1. The driveline fault alarms confirmed in the log file analysis would have occurred as a result of the observed wire damage. A specific cause for the displacement of the bionate and metal braided shield and a duration of time for which these layers were displaced could not be conclusively determined through this evaluation. Approximately 9.5¿ of the middle of the driveline was returned. No tears to the outer jacket were identified. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The metal shielding was removed and visual inspection of the underlying wires was unremarkable. Approximately 26.5¿ of the distal section of the driveline connected to the controller connector was returned. No tears to the outer jacket were identified. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The metal shielding was removed and visual inspection of the underlying wires was unremarkable. Both the middle segment and the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the surgical procedures section of the IFU instructs to inspect the driveline to ascertain that it is free from any sharp bends or kings. Consideration should also be given to the potential for sharp bends and kinks occurring postimplant with ventricular remodeling during heartmate ii left ventricular assist system support. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information : it was reported device alarmed for driveline faults. Patient underwent a pump exchange. Device was returned.